Event description:
Additional information notes that the atrial lead also exhibited low lead impedance.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 28.8 cm and the inner insulation was damaged at 29.1 cm from the connector pin, both due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.